Event description:
It was reported that the nurse stated they were trying to start therapy on a patient using arctic sun device. They keep getting an alarm that says temperature 1 probe out of range. They have foley probe and a rectal probe. Both work when plugged into their bedside monitor. Confirmed they have tried both the foley probe and the rectal probe on the device and neither display correctly. Nurse confirmed the cable was plugged into pt1. Nurse stated they have tried three different machines, but none were working. Confirmed they were using the same cable on each machine; they only have the one temperature cable. Informed nurse it was likely a bad cable, they would recommend swapping this cable out. Suggested nurse see if biomed had any extra cables on hand. If not, suggested seeing if they can borrow a cable from another device if they have any other units that use the as in the hospital. Per follow up information received via task on 07may2025, spoke with nurse who confirmed they replaced the cable and this resolved the issue. Therapy completed. The cable was disposed of.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed temp cable. The nurse stated they were trying to start therapy on a patient using arctic sun device. They keep getting an alarm that says temperature 1 probe out of range. They have foley probe and a rectal probe. Both work when plugged into their bedside monitor. Confirmed they have tried both the foley probe and the rectal probe on the device and neither display correctly. Nurse confirmed the cable was plugged into pt1. Nurse stated they have tried three different machines, but none were working. Confirmed they were using the same cable on each machine; they only have the one temperature cable. Informed nurse it was likely a bad cable, they would recommend swapping this cable out. Suggested nurse see if biomed had any extra cables on hand. If not, suggested seeing if they can borrow a cable from another device if they have any other units that use the as in the hospital. Per follow up information received via task on 07may2025, spoke with nurse who confirmed they replaced the cable and this resolved the issue. Therapy completed. The cable was disposed of. Instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial/lot number is unknown. Corrections: b, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to start therapy on a patient using arctic sun device. They keep getting an alarm that says temperature 1 probe out of range. They have foley probe and a rectal probe. Both work when plugged into their bedside monitor. Confirmed they have tried both the foley probe and the rectal probe on the device and neither display correctly. Nurse confirmed the cable was plugged into pt1. Nurse stated they have tried three different machines, but none were working. Confirmed they were using the same cable on each machine; they only have the one temperature cable. Informed nurse it was likely a bad cable, they would recommend swapping this cable out. Suggested nurse see if biomed had any extra cables on hand. If not, suggested seeing if they can borrow a cable from another device if they have any other units that use the as in the hospital.